Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported by the customer's mother, that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 300mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous fluids as well as an insulin drip. It was reported that a trainer inserted the set for the first time and did not clean the area first, prior to the hospitalization. No additional information was provided.